Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, they observed the ilet displaying a blood glucose (bg) reading of 40 mg/dl. The user then treated themselves with several gatorades to correct this. When the ilet continued to display a low reading, the user performed a fingerstick test, which revealed their actual bg was 429 mg/dl. The user believed the event may have been related to inaccurate continuous glucose monitor (cgm) readings. Subsequently, the user changed the sensor, and the new sensor connected to the ilet is now displaying accurate readings. The ilet is providing corrections to bring bg levels down, and the user will monitor and call back if bg is not coming down within the next hour.